Event description:
It was reported that the reused fiber has been used significantly less than 10 times during normal use, with black spots appearing on the tip of the fiber. Analysis of the returned fiber identified that the fiber was broken in two pieces. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fracture on the connector. The fiber connector exhibited burn marks, which were likely interpreted by the customer as black spots. The complaint was confirmed. Functional analysis identified that there was no aiming beam. It is likely that procedural handling of the fiber during setup or use may have contributed to the connector fracture. Instructions for use (IFU) state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.